Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2016, the patient experienced instability. This adverse event was treated by performing a revision surgery on (B)(6) 2024, in which it was noticed that the cr hf poly was not locked into place on the tibial baseplate locking mechanism. The device was replaced with a new lgn cr hf poly. Patient's current health status is unknown.

Manufacturer narrative:
Section h3, h6: although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the insert. The associated device was returned and evaluated. A visual inspection of the returned device reveals discoloration, scratches and gouges. The explant shows signs of significant wear and use. This inspection was conducted by naked eye. The clinical/medical investigation concluded that the intraoperative finding of ¿liner not locked into place on the tibial baseplate locking mechanism¿ most likely led to the reported instability and subsequent insert revision; however, the root cause of the disassociated liner cannot be concluded based on the limited information provided. It is unknown if trauma contributed to the reported event. The patient impact is determined to be the reported instability, revision and an anticipated transient post-operative recovery phase. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The dimensional evaluation revealed that the device has damage that appears to be from use and has the potential to cause an event as described in the complaint. The damage/deformation of several features would not allow for accurate measurement. The dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that dislocation has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Based on the information provided, the unsatisfactory experience could be confirmed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.